Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] from the following facts, it was concluded that the cause of the reported phenomena were occurred due to the main board failure of the subject device. But the cause of the main board failure could not be identified. In addition, the subject device was not returned to the manufacturing site, and it could not be confirmed any abnormalities inside the subject device other than the reported phenomena, then it could not be presumed the causes. Facts confirmed from the investigation. -from the inspection report of olympus china, it had reported that it was found the main board failure. -there was no internal failure of the subject device other than the reported phenomena. -the subject device was not returned to the manufacturing site. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It could not duplicate the reported phenomenon. However it was found the front panel was became black during use caused by the cr board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that that the subject device did not insufflate co2 gas and it was needed to reboot the subject device to insufflate co2 gas during laparoscopic surgery. The intended procedure was completed with the subject device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.